Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device was able to be used without problems at the beginning of use, but scissoring began to occur from the middle of the procedure and clipping became unable to be performed well. When checking the device, the clip which was about to come out had already become bent at the stage of loading. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with five remaining clips. Five clips were received, three scissored and to properly formed clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips formed with crossed legs when applied to test media. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. The information booklet which accompanies each product shipment offers the following as a warning and precaution: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malform or scissor and may ultimately break. Additionally, during assembly, man ufacturing fires one clip from each instrument on test media to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to check for binding handles. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.